Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient's vision did not improve and experienced glare. The iol was exchanged for another lens following the initial implant procedure. Additional information was requested.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. One haptic was bent in the gusset and distal area, the other haptic was broken (possibly cut) in the gusset area (returned). The optic was cut into multiple pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Associated products were not provided. It is unknown if qualified products were used. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The manufacturer internal reference number is: (B)(4).